Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was associated with the unsuccessful implantation of the clip. The cause of the reported entrapment of device (clip caught on chordae) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and removal of a foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip becoming entrapped in the chords requiring intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and a pre-existing ruptured chordae. A mitraclip xtw was advanced in the patient and the leaflets were grasped at a2/p2. A medial jet was still present, therefore it was decided to reposition the device more medially. While attempting to re-grasp the leaflets it was noticed that one of the grippers was caught on a chord in the subvalvular apparatus. Multiple unsuccessful troubleshooting attempts were made to free the clip. The decision was made to deploy the entangled clip. The clip was noted to be stable post deployment but the mr remained unchanged. The decision was made to convert the patient to surgery the same day to repair the valve. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.